Manufacturer narrative:
Device alarmed at 2.5 lbs during prime test due to loose and tilted drive support disk. Unable to perform excessive no delivery test due to alarms. Device received with cracked battery tube threads, reservoir tube lip, and minor scratched lcd window.

Event description:
It was reported that customer's insulin pump was alarming no delivery. No other details were provided. Nothing further reported.